Manufacturer narrative:
H.6. Investigation summary : one photo and one actual sample were received by our quality team for evaluation. Upon visual inspection, a kink in the catheter was observed and a part of the tubing was broken off; therefore, the incident could be verified. A device history record review found no non-conformances associated with this issue during production of this batch. The surface of the broken off area appeared smooth indication a clean cut. Part of the wing of the sample is observed to be broken off and that is aligned with the broken area on the catheter tubing. A simulation was done using a scissors to cut the wing of an arterial cannula sample in the same direction as the complaint sample. During cutting of the wing, part of the catheter tubing is subjected to being partly cut-off. After cutting, the partly cut-off catheter tubing was then peel off using a tweezer. The broken off area of catheter tubing is observed to have a clean cut similar to what was observed on the catheter tubing of the complaint sample. The broken catheter could have been caused by a sharp object such as a scissors. Different manufacturing areas were reviewed as well for investigation on the kink/bend. The machine parts from the tube draw machine that contact the catheter tubing were the machine grippers. However, the machine grippers have round flat surface with no sharp edges that could kink/bent or broken off in the catheter tubing. The location of the kink/bent or broken off area in the returned sample does not coincide with the location where the machine grippers contact with the catheter tubing. No machine parts were in contact with the catheter tubing at the area with the kink/bent or broken off in the assembly machine. There is an automated vision inspection machine at the arterial cannula assembly machine, and it will auto reject any parts not meeting the lie distance requirement. If the catheter tubing of a part has a kink/bent or broken, its lie distance would most likely have failed and will automatically be rejected by the line. Based on the investigation, the root cause of the kink/bend could not be determined. The broken catheter could have happened outside of the manufacturing process. Complaints received for this product and condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business regularly reviews the collected data for identification of emerging trends. H3 other text : see section h.10.

Event description:
It has been reported that the bd arterial cannula 20g/1.10mm x 45mm has been found with a deformed catheter. The following has been provided by the initial reporter: I am writing to inform you of an issue with one of your products ref:682245 lot number 9145896 where the plastic sheath . Covering the needle was stretched. There was no harm to the patient.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that the bd arterial cannula 20g/1.10mm x 45mm has been found with a deformed catheter. The following has been provided by the initial reporter: I am writing to inform you of an issue with one of your products ref:682245 lot number 9145896 where the plastic sheath covering the needle was stretched. There was no harm to the patient.